Manufacturer narrative:
The reason for reoperation: "first set of breast implants leaked all over." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "first set of breast implants leaked all over." This record is for the right side. Device has been explanted. Manufacturer of the device is unknown.